Event description:
Information from registry from intl. Clinical trial database. Post brain avm embolization, patient developed left hemiplegia. Avm in eloquent zone. MRI shows an hypersignal in internal face of avm. Patient with residual deficit.

Manufacturer narrative:
The device involved in the event will not be returned for investigation, as it was consumed in the event. Foreign registry pertaining to the evaluation of onyx in the treatment of brain avm. Prospective, multi-center in other country's. Enrollment started in 2006; enrollment closed in 2008. Patients in follow-up. MDR numbers: 2029214-2008-00238 to 2029214-2008-00261.